Manufacturer narrative:
The initial reported event of fracture/oversensing/high impedance/shock was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 419478 lead implanted: (B)(6) 2004; 5076-52 lead implanted: (B)(6) 2004. Evaluation summary: the full lead was returned in segments, analyzed, and analysis could not be performed due to legal restrictions. Only visual analysis of the lead was performed. When restrictions are lifted, further analysis will be conducted where possible. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of fracture/oversensing/high impedance/shock was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was capped and replaced, and later explanted. No further patient complications have been reported as a result of this event.